Event description:
Medtronic received a report that the pipeline encountered resistance in the middle section of the catheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left ophthalmic artery with a max diameter of 3.2mm and a 2.7mm neck diameter. The landing zone was 3.9mm distally and 5.0mm proximally. It was noted the patient's vessel tortuosity was normal. It was reported that when the stent was delivered to the middle of the microcatheter, it was blocked and could not continue to advance. The pipeline did not become stuck. The catheter was damaged. After the problem occurred, the surgeon trimmed the microcatheter, determined the position of the implant where it was blocked, and observed whether the implant could continue to be implanted. The damage was not observed with the naked eye. It was unknown if the pushwire was damaged.it was also noted that the j-shaped guidewire at the tip end was cut off during tube cutting; it was not possible to determine whether the push guidewire was damaged because part of the push guidewire was still inside the microcatheter. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). There were no patient symptoms or complications associated with the event. Dapt (dual antiplatelet treatment) was administered and there was not pru classification. The angiographic result post procedure showed the stent adhered well to the wall. Additional information was received that there was no damage to the push wire during the stent preparation stage and the early push stage before resistance occurred. Because some of the push wires is still retained in the microcatheter, it is unknown whether the push wire placed in the microcatheter is damaged. The tip end is cut off unintentionally. The cause of the resistance was not determined, but it was noted that it might be a problem with the microcatheter or the protective sleeve at the tip of the stent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis # (B)(4): equipment used: video inspection system (m-78210), ruler 200cm (m-83361). Drawing(s) referenced: fa-55xxx-xxxx rev. Q. As found condition: the pipeline flex braid and marksman catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex pusher was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: the distal braid was deployed from the separated part of the catheter. The distal and proximal ends of the pipeline flex braid were found fully opened and damaged. No flash or voids molded were observed in the hub. The catheter body was found to be separated/broken in so many pieces. The catheter tip, marker band were examined; and was found to be flattened. No other anomalies were observed. Testing/analysis: unable to measure the total and usable lengths of marksman catheter. Conclusion: based on the analysis findings, the pipeline flex and marksman catheter were confirmed to have resistance during delivery as the marksman catheter were returned separated in so many pieces and damaged. From the damages seen on the catheter(separation/broken) and braid (fraying); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the marksman catheter against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.